Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 22mml wno dstl tp (enc452200, 7258219) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance anymore. The physician retracted the stent and microcatheter and switched to new devices to complete the surgery. There was no patient injury reported. No additional information is available. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. The device was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The microcatheter was flushed until the water was coming out from the distal end. Then, the EU ent4.5mmd 22mml wno dstl tp (enc452200, 7258219) was introduced into the received microcatheter; the stent could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance when it passed through the microcatheter's hub. The functional test was performed with the involved enterprise, the device was able to pass through the entire length of the microcatheter without significant resistance. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The lot manufacturing and expiration dates are not available at the time of reporting. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00014.

Event description:
As reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 22mml wno dstl tp (enc452200, 7258219) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance anymore. The physician retracted the stent and microcatheter and switched to new devices to complete the surgery. There was no patient injury reported. No additional information is available.